Event description:
It was reported that during a coronary angioplasty procedure involving in-stent restenosis in an unspecified artery, the maverick2 monorail balloon ruptured at 8 atms inside of the stent. The number of inflations and to what atms is unknown. The device was successfully removed and procedure was successfully completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.